Event description:
Patient's family reported death due to sepsis after a post-operative infection occurred. The patient had a revision reconstruction for bilateral deflations and grade IV capsular contractures. Within two weeks post-operatively, the patient had an infection on the left breast which was treated with antibiotics by the surgeon. The patient subsequently died from sepsis. Several attempts to the physician were made for further information; no response obtained other than confirmation that they were also aware of the patient's death from sepsis. If further information becomes available it will be reported. This medwatch report is submitted for the patient's left side breast implant.

Manufacturer narrative:
(B)(4). Product labeling for saline devices per (B)(4) study: death: 0%, infection rate for reconstruction: 6%, sepsis 0%, deflation rate: 7.5%, capsular contracture rate: 35.7%.